Event description:
It was reported that the implanted left ventricular (lv) lead showed no capture after implant. A chest x-ray revealed that the lv lead had dislodged. Hospitalization was prolonged. The lv lead was explanted and replaced. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event. (B)(4) - a follow up check showed that the 3830 lead was not capturing at 8v @1.5ms. On echo and x-ray the lead had displaced from the lv. History: unknown injury: alive - no injury outcome: the lead will be replaced but at a later date.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).